Event description:
Infected incision.

Manufacturer narrative:
It was reported that the solution was used after a hip replacement surgery. An infection occurred that required follow up treatment. It was reported that she "had to go back in & get her affected area debrid & the incision healed". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.